Manufacturer narrative:
Added manufacture date.

Manufacturer narrative:
The issue was resolved by running the system for 30 minutes and the site did not request a system checkout. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the select patient/acquire scans and delayed the surgery by less than one hour. It was reported that the system went unresponsive upon entering the registration task. The site rebooted the system and encountered the software backing out to the splash screen when entering the select patient task. The surgery was completed without navigation and there was no impact on patient outcome.